Event description:
Boston scientific received information that this left ventricular (lv) lead was surgically abandoned due to dislodgement. It was not repositioned because there was blood clogged in the lumen and the guidewire could not be advanced. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.